Manufacturer narrative:
Continuation of d10: product ID: 8785, lot# hg960f2, product type: catheter; product ID: 8785, lot# hg97vvj, product type: catheter; product ID: 8780, serial# (B)(6), implanted: (B)(6) 2026, explanted: (B)(6) 2026, product type: catheter; product ID: 8785, lot# hg97vvj, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8785, serial/lot #: hg960f2, ubd: 31-oct-2027, UDI#: (B)(4); product ID: 8780, serial/lot #: hg9bhjp05, ubd: 04-feb-2028, UDI#: (B)(4); product ID: 8785, serial/lot #: (B)(6), ubd: 04-dec-2027, UDI#: (B)(4). H3. The 8785 (hg960f2) and 8780 (hg9bhjp05) were returned and subjected to a series of standard test. For the 8785 catheter, analysis identified the collet was {detached/missing} from the catheter to catheter connector, and analysis determined the collet was not fully locked into place. For the 8780 catheter, analysis identified an anomaly to the catheter/guide wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving saline (9mg/ml at minimum rate) via an implantable infusion pump for unknown indications for use. It was reported that the spinal segment of a new catheter did not fit onto the connectors during a pump implant. There were no environmental, external, or patient factors causal or contributory to this event. A new catheter was implanted, anchored, and tunneled over to the pump pocket. Upon attempt to connect the spinal segment to the pump segment, the hcp reported the spinal segment would not fit onto the connector. The pump segment fit onto the connector as usual, but the spinal segment would not. The proximal end of the spinal segment was trimmed off and attempted again, but still would not fit onto the connector. A new kit with a connector was opened to try a new connector, but again the spinal segment would not fit onto the connector. The proximal end of the segment was trimmed again for another attempt, but still would not fit. A second new kit with a connector was opened to try a third connector. Again, before and after trimming the proximal end, the spinal segment would not fit onto the catheter. The collet was not pre-snapped with any of the connectors, and there was not a diagonal cut on the catheter. The spinal segment had to be removed, and the entire catheter was replaced with a new catheter. The second new catheter was implanted without issue. The issue was resolved at the time of the report.